Event description:
During evaluation of a returned spectrum pump, the device had a delay in keypad response. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had delay in keypad response. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be processor printed circuit board (pcb) which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.